Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that following implant placement, unable to remove the mount from implant. Implant was removed subsequently. Procedure was completed using another implant. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported. Tooth location not reported.

Manufacturer narrative:
A navigator® certain® analog mount 5mm(d) short (sgiim5s) and full osseotite® tapered certain® implant 5 x 10mm (ifnt510) was returned for investigation.visual inspection of the as returned product identified worn markings due to usage and however no malfunction was identified. Also, an associated product unk mount has not been returned. However, this item is listed as associated item only and did not cause or contribute to the event. No further investigation will be conducted. Functional testing was performed for the returned products and they engaged/disengaged as intended. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review could not be performed for the mount, as the lot number is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. DHR review was completed for the subject lot number (2018051361). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018051361) for similar event and no other complaint was identified. A complaint history review by item number was conducted for the (sgiim5s) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections have been updated: b4: date of this report; d4: catalog number; g3: date received by manufacturer; g6: checked "follow-up"; h2: checked follow-up type; h10: added manufacturer narrative.